Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that the device was turned off because it "doesn't work", and patient services was able to confirm that the patient meant the device never helped their symptoms at all. The patient said they had an x-ray, which showed the device didn't connect to anything. The patient said the last time they saw the managing health care professional (hcp) they said they would turn stimulation off and see if it made a difference. The patient asked for hcps that could remove the device so patient services sent listings.